Manufacturer narrative:
B3. Actual date of event is unknown.

Event description:
It was reported that patient was implanted with artificial urinary sphincter (aus), the patient started complaining six months after implantation. The physician performed a cystoscopy and realized the cuff only closed at 80 percent and the sizing issue was observed with the cuff. The patient underwent replacement surgery. There were no patient complications.